Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis (ipp)pump due to deflation issues. The cylinders would not deflate and the patient's device was 75% inflated and wouldn't go down despite pushing and holding down the deflate button. Over the past six months the patient has visited the doctor multiple times for the malfunctioning ipp. A patient outcome was not reported.

Manufacturer narrative:
Visual inspection and functional testing of the ms pump could not confirm the report of deflation issues but identified a pump malfunction. The pump failed the activation functional test. Product analysis concluded a pump malfunction as the most probable cause of the event, as activation issues could affect the overall functionality of the device. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction. The product analysis results and event report provided no objective evidence that would warrant further escalation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed.

Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp)pump due to deflation issues. The cylinders would not deflate and the patient's device was 75% inflated and wouldn't go down despite pushing and holding down the deflate button. Over the past six months the patient has visited the doctor multiple times for the malfunctioning ipp. A patient outcome was not reported.